Manufacturer narrative:
The reported event of difficulty to remove the rv lead from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in all these areas had a bonding affect between the inside of the connector ports and the silicone lead body surfaces of the lead. This made the removal of the lead difficult. No device anomalies were found. The blood was most likely not cleaned from the proximal end of the lead by the user/physician before it was inserted into the connector at time of implant. The connector block threads were also damaged by the physician.

Event description:
During a normal device exchange procedure, the left ventricular (rv) lead was difficult to remove from the device. After several attempts the physician was able to replace the device. The patient was stable.